Event description:
In march 2005 that a customer had a problem with the dialysis insertion kit. According to the customer "5 kits were used to insert the catheter but the guidewire kept getting stuck in the catheter, unable to pull j-tip out of catheter."